Manufacturer narrative:
The patient was sent a replacement blood glucose meter to resolve this issue. The livongo blood glucose meter has yet to be returned for investigation. A supplemental report will be filled if the device is returned by the patient.

Event description:
The patient reported a complait that their livongo blood glucose meter was not accurate. The patent performed control solution test on (B)(6) 2024 the ranges for control solution 1 were 96-145 and 264-396 for control solution 2. Three control solution rounds were performed. The results for control solution 1 were 86,87 and 102. The results for control solution 2 were 302,287 and 105. The control solution results were not within the acceptable ranges. The patient didn't receive any medical treatment because of the inaccurate results from the teladoc blood glucose meter.